Event description:
The customer reported having issues with the insulin pump and high blood glucose. The customer stated that she removed the infusion set and noticed there was a bump at the site, like the insulin pooling under her skin. The customer changed the infusion set and when she delivered a bolus the device alarmed no delivery. Troubleshooting was performed, and the delivery of 5.0 units went thru without alarming. The customer stated that the site was red, swollen, and shows some signs of infection. Had the caller check the glucose level and she was getting a reading of 500mg/dl. Offered to contact the hospital and the nurse advised her to go to the emergency room since her glucose level was high and would have a hard time to bring it down. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.